Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in the patient's right eye on (B)(6) 2014 and white deposits were noted on the lens on (B)(6) 2014. The lens was remain implanted and the white deposits have reduced significantly, only 10% of the deposits remain. Last bcva on (B)(6) 2014 was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Explant date: na. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Method: medical review and device history review. Results: review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Device history review - our investigation concluded there was nothing in the manufacturing or packaging process processes were identified as the cause of this complaints. Conclusion: based on the complaint information, lens work order search, device history and medical reviews, we were unable to determine a specific root cause of the event. The lens remains implanted. (B)(4).